Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, the pacemaker exhibited inappropriate noise reversion alerts which were triggered by the patient's atrial fibrillation rhythm. No device intervention was performed but programming changes were discussed.